Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The field service representative found a slightly bent sample probe which was misadjusted over the pediatric cup. He performed adjustments on the sample probe and verified the instrument was performing correctly by performing a precision test on total bilirubin samples, which passed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable bilt3 results for 1 patient sample on a cobas 8000 c 502 module. The initial result was 0.31 mg/dl. The repeated result was 10.86 mg/dl.. The erroneous results were reported outside of the laboratory. The repeated result was believed to be correct. The reagent lot number is 59223501 with an expiration date of 30-jun-2023.